Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter is giving inaccurate low readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient declined to provide any numeric values and did not report of any required hcp medical invention or symptoms at the time of concern. Hence, this complaint is being reported due to the alleged inaccurate low issue. The lfs product was replaced and requested back for investigation.